Event description:
A discordant advia centaur troponin result was obtained on a pt sample. The result was reported to the physician(s). Upon retest, the corrected result was reported to the physicians(s). There was no report of pt intervention or adverse health consequences due to the discordant troponin result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse verified the alignments of the reagent probes 1 and 2. Replaced aspirate probe 2 and tubing. The fse ran qc controls. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.